Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records could not be reviewed because the batch number is unk. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.